Manufacturer narrative:
(B)(4).

Event description:
It is reported the event occured in the cardiovascular operating room. The insertion site is unk. The physician inserted the guide wire via the introducer needle, but was unable to remove it from the needle. As a result, the patient had multiple attempts to place the catheter before the procedure was successful. There was no reported delay in treatment. There was no reported death, injury, or patient complication. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction; therefore, it is reportable.